Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown but customer may have hit pump screen against the door. Reportedly, the screen was completely turned off and unresponsive. Customer's blood glucose was approximately 160 mg/dl. Reportedly, customer continued to use a back up insulin pump for insulin therapy.